Event description:
The event occurred during inspection for use. When applying an angle, the image disappears when bending the tip. The intended procedure was completed. There was no reported impact on the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: b5, d10, h3 and h6. Corrected date: d5 a review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's allegation about the image disappearing when the curved tip was moved was confirmed. Based on the results of the investigation, it was likely that the defect was caused by a defect in the image sensor unit, a failure in the internal circuit board of the video connector, or the system itself. As a result of disassembling the bending section to check the image sensor cable, we confirmed that part of the coating was torn and had a defect. It was found that the suggested event was caused since these situations triggered the signal line to have an unstable connection. Concerning the causes that the image sensor cable had a defect, we presume that was caused since the image sensor cable has been compressed at the point where the insertion section insertion tube was dented, it was unable to move in the insertion tube, and the deflection in bending the cable was unable to release in the direction to reduce, resulting in an accumulation of load. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reportable malfunction in the b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope image would disappear when the curved tip was moved. There were no reports of patient harm.